Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Customer reported via email: two separate tpt1000 centesis needles have leaked out of the black rubber hub where the trochar/stylet enters. Once the stylet was removed, fluid continuously leaked from catheter.

Event description:
Customer reported via email: two separate tpt1000 centesis needles have leaked out of the black rubber hub where the trochar/stylet enters. Once the the stylet was removed, fluid continuously leaked from catheter.

Manufacturer narrative:
A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. No issues were identified during manufacture or during quality inspection for the lot. Based on the limited results of the complaint investigation, a probable root cause could not be identified and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process. H3 other text : see narrative.